Event description:
This is a spontaneous case report received from a midwife in (B)(6) on 13-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number d29714 inserted. Reporter informed about essure insertion. Essure implants were inserted, one had been discharged normally the other had been discharged but narrow head had left on a catheter's end. The narrow head should have been left inside the implant. It was not known whether the part of implant was in patient or in catheter. Follow-up received on 22 apr 2016: sample had been thrown away, it is not available. Follow-up information received on 26-apr-2016 - device breakage questionnaire received: patient's initials and date of birth were not available. Exact information about device breakage was not known because the sample was not available. During follow-up visit an examination to ensure fallopian tubes opening/closing would be performed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the narrow head had left on a catheter's end (the narrow head should have been left inside the implant). This event, regarded as device breakage, is unlisted according to essure reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 23-may-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). As of may 17, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Based on communication protocol the sample is not available, the section complaints details step sample available for investigation was changed to: no. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and complication of device insertion. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1314 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the narrow head had left on a catheter's end (the narrow head should have been left inside the implant). This event, regarded as device breakage, is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.